Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a myomectomy of uterus procedure on (B)(6) 2020; and a barbed suture was used. During the procedure, the suture broke while sewing. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Investigation summary: it was reported performance breakage suture. It was received for analysis a used needle-suture piece of product code sxpp1a400. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. However, marks on the body needle that appears to be by surgical instrument were observed. The suture piece was examined, and body fluids, the barbs present damaged, marks and the end isn't broken, it's cut appears to be by de use of a surgical instrument. Due to the condition of the sample the functional test can¿t be performed. As with any device, care should be taken to avoid damage to the strand when handling. The manufacturing records couldn't be reviewed as the batch number is unknown. Per the sample condition, the assignable cause of the performance suture breakage is an improper handling. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.